Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 139811h with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-200 / lot 139811h and device part number 195-430h / lot 135690. The lot met the required release specifications. A review of the complaints reported as xxxxxxxx patient results (confirmed and unconfirmed, conflicting results) related to kit lot 139811h showed that the complaint rate is (B)(4). In abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is related to the particular samples.

Event description:
The customer reported a false negative result with the binaxnow covid-19 home test performed on (B)(6) 2021 on a direct tested nasal kitted swab. The initial test performed on (B)(6) 2021 generated negative results. Repeat testing was performed on (B)(6) 2021 generating negative results. Confirmation testing was performed on (B)(6) 2021 generating positive results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.